Event description:
It was reported that during central processing and cleaning, the instrument cable was found to be broken. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when the tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the small grasping retractor (part# 470318-10 / lot-sequence# n11210831-0055) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on 01/12/2022 during a pulmonary lobectomy on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.